Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had jumped in the swimming pool for a second with the pump on and then jumped out. Customer is now receiving a button error alarm. Customer tried to change the battery but he still gets a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that he does not have a back-up plan in place.